Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). The patient could see and feel the component. A revision surgery was performed in which the existing component was removed and replaced with a new reservoir. There were no known patient complications and the patient was expected to fully recover following the procedure.